Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.

Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraoesophageal surgical procedure, the 8mm mega suturecut needle driver instrument was one of the two devices that broke in the same spot in the same case. The procedure was completed with no reported injury.